Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00650, 1627487-2024-00652, 1627487-2024-00653. Patient also experienced extreme pain and tenderness at the ipg site. It was also reported that patient experienced ineffective therapy and uncomfortable shocking sensation in the back and legs, mostly in the right leg. Targeted pain pattern is bilateral pain both feet. Lead diagnostics showed that all eight contacts on both drg leads had high impedances. Reprogramming was attempted to no avail. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and one drg lead were explanted and replaced. One drg lead was unable to be completely explanted due to patient anatomy, so the lead was cut, partially removed and the remainder was left implanted (related manufacturer reference number 1627487-2024-00653). Therapy was restored.